Manufacturer narrative:
Additional information: d4.

Event description:
It was reported that the venous venting line on an xlung kit 230 had a hairline crack on the luer lock connection at the three-way stopcock, which resulted in a blood leak during extracorporeal membrane oxygenation (ECMO) therapy. The event occurred two to three hours after treatment was started. It was reported that at this time, a hemofiltration was connected to the membrane (reportedly off-label-use). They continued to use the kit and the defective line was sealed with two clamps. The patient¿s estimated blood loss (ebl) was 200 to 300 ml. There were no adverse effects or injuries reported, and no medical intervention was required due to the reported issue. The xlung kit was inspected for damage prior to use and no damage was found. All connections were checked before treatment began to ensure everything was fully secure. The xlung kit was primed properly and there were no known problems during the priming phase. No novalung console alarms were displayed at the time of the event, and none were expected. No further problems with the kit were reported and the patient completed the treatment. The product was not available for evaluation and photos were not provided.

Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No anomalies or deviations were found during review of the manufacturing records. The description indicates a defect at the venous vent line between the connection of the luer lock negative adapter and the three-way stopcock. An influence on the connection due to the connection of the hemofiltration is certainly possible. However, the defect could not be verified by examination of the product, and photos were not provided for review. As the damaged component is a purchased part, the manufacturer of this component has been notified for further investigation.

Event description:
It was reported that the venous venting line on an xlung kit 230 had a hairline crack on the luer lock connection at the three-way stopcock, which resulted in a blood leak during extracorporeal membrane oxygenation (ECMO) therapy. The event occurred two to three hours after treatment was started. It was reported that at this time, a hemofiltration was connected to the membrane (reportedly off-label-use). They continued to use the kit and the defective line was sealed with two clamps. The patient¿s estimated blood loss (ebl) was 200 to 300 ml. There were no adverse effects or injuries reported, and no medical intervention was required due to the reported issue. The xlung kit was inspected for damage prior to use and no damage was found. All connections were checked before treatment began to ensure everything was fully secure. The xlung kit was primed properly and there were no known problems during the priming phase. No novalung console alarms were displayed at the time of the event, and none were expected. No further problems with the kit were reported and the patient completed the treatment. The product was not available for evaluation and photos were not provided.